Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was sleeping, two of her infusion sets broke and the tubing came out of the plastic round connection piece from the site as the glue came apart. The site and pump location was patient's hip. The infusion had been in use for 2 days. Reportedly, the infusions were stored inside home in a cabinet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.